Manufacturer narrative:
(B)(4). One (1) sp8436 ta insert device was received for evaluation for during a patient procedure the grasper jaws on two different instruments broke apart from the insert tip. With one, the jaw broke off and was retrieved from inside of the. On the same patient another grasper was used and a similar thing happened again and although it broke off, it was only bent over and did not separate from the insert tip. This complaint was related to complaint (B)(4). Also returned for evaluation. On visual observation of the returned device, the device jaw was completely separated from the actuating rod. All parts were intact with the exception of part 92-0766 which is the 5mm linked stepped pin. This pin was not returned with the device. During assemble of this device the linked pin is inserted into the rod and gets locked into the pivot screw which is connected to the jaw. There is no further processing or manipulation of this pin when installed. As all the parts were still intact the suspect part was the pin. As part of the investigation we reviewed the incoming records for the pin and reached out to the supplier of the pin to retrieve all of the material inspection plans and material certificate. Per supplier, and carefusion, the inspection records were verified that the material certificate met all print requirements (dimensions, tensile testing, edge breaks, no cut burrs) for the part. Next we checked the dimensions of the clevis area of the actual returned sample, part # 92-1346, lot # 15110031 and 14314048. The complaint sample met the specified requirements. Additional information on the reprocessing temperature and cleaning / sterilization methods the customer utilized was requested. According to the customers response it appears that the customer was cleaning and processing the instruments per product information, IFU 26-0792. The customer sterilized at the correct temperature. A review of the device history records (DHR) and the ordering history revealed that the customer ordered all of the instruments that were manufactured in the lot. All of the raw material parts incoming records were reviewed and there were no non-conformances. The DHR review revealed that the devices were manufactured per required specifications and passed all acceptance criteria for release. A review of the suspect stepped 5mm link pin revealed it is used across multiple product lines. There have not been any reports of broken or sheared pins reported from this part 92-0766 across the product lines. Interviews were conducted with the operators and manufacturing engineer to see if they have seen shearing and / or breakage of this pin before. The interview revealed that this was the first time they saw this reported failure. Again this pin gets locked into the jaw part with no further processing by the operators. In conclusion, we were unable to determine how this device became damaged and pin to shear/break off. It would take a lot of force to break this pin and disconnect from the jaw. The root cause could not be determined through the investigation. It has been recommended to review the product information, IFU 26-0792 rev d for care, handling, and maintenance of this surgical device. Carefusion will continue to trend and monitor this reported issue and for this product code.

Manufacturer narrative:
(B)(4): should additional information be received a follow-up emdr will submitted.

Event description:
Additional information received 23oct2015: the customer reported how the devices were reprocessed: they are taken apart in the or by the scrub. Placed in h2o and/or sprayed with pre-klenz. Transported to decon...where they are placed in sink of water with prolitica enzymatic cleaner, shaft lumen is scrubbed with brush, all washed thoroughly and rinsed in ro water. Then if needed, placed in ultrasonic, ours is the caviwave from steris. Then rinsed again and placed in automatic wall washer. On the "clean" side, they are dried, scanned for breaks in insulation, placed in bottom of sterilization pan and processed in steam for a temp of 270 fahrenheit for 4 min sterilize and 30 min dry. Allowed to cool on carriage and then placed in instrument room for use.

Manufacturer narrative:
(B)(4): should additional information be received a follow-up emdr will submitted.

Event description:
The sales representative stated via email an incident was report to take place at (B)(6)2015. The sales representative was called and informed that during a patient procedure the grasper jaws on two different instruments broke apart from the insert tip. With one, the jaw broke off and was retrieved from inside of the patient. On the same patient another grasper was used and a similar thing happened again and although it broke off, it was only bent over and did not separate from the insert tip. There was no reported injury to the patient. However, the hospital will be reporting it to medsun and ers as having the potential for causing serious injury and for potential patient harm. Additional information received 08sep2015: the customer reported no additional medical procedures; the device was retrieved during the long limb roux revision which was completed as planned.